Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, it was reported that the patient went to bed around 1am and his cgm reading was 120 mg/dl. Around 230am, the patient¿s cgm reading was 70 mg/dl. Around 5am, the patient woke up and his cgm device was reading low mg/dl. The patient¿s hands were throbbing and aching. The patient reported that he did not receive any audio alerts from his dexcom device to notify him of his hypoglycemic state. The patient stated he assumed he passed out in his sleep from approximately 3am to 5am. Once the patient woke up and saw his low mg/dl cgm reading, the patient self-treated with glucose tablets and a cookie. At an unspecified time after treatment, the patient¿s cgm value increased to 200 mg/dl. No bg meter readings were taken during this event. The patient remained at home and did not seek assistance from a higher level of care. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was undetermined via data. However, it was found that signal loss occurred equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.